Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (same lot) implanted as part of her scs system. It was reported the patient had fallen. As such, the patient experienced ineffective stimulation from her scs system. X-rays revealed lead migration. As a result, the patient underwent surgical intervention, during the procedure, the physician noticed the patient's leads were fractured. In turn, the physician decided to explant and replace the leads. In addition, during the same procedure, the physician also decided to explant and replace the patient's ipg (reference MFR. Report#: 1627487-2017-04547). Reportedly, effective therapy was restored following the procedure.